Manufacturer narrative:
CAPA 24-005 since the device is unavailable for analysis and the device is fabricated per physician's prescription (rx) only, the root cause of the event is undeterminable. The device complaint or problem cannot be confirmed. It is unknown if any modifications were performed on the device by the provider or patient. The precautions in the instructions for use (IFU-012556_5) state "regular dental follow-ups are recommended to review any side effects, and to avoid device breakage, [?]" Additional information was requested from the reporter regarding the event, should additional information be received relevant to the complaint a supplemental report will be filed. Manufactures internal reference number:(B)(4).

Event description:
The doctor called in and reported that the patient swallowed the buccal screw the holds the hinge in place and the appliance fit tight. No clinical signs nor symptoms were reported and no further information was provided.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed there was no evidence discovered to indicate that a product defect or non-conformity to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: refer to CAPA 24-007 and hhe 2024-001 for the root cause. Manufacturer reference: (B)(4).